Event description:
While wearing the external equipment, the pt's parent observed that the pt did not respond to sound. The pt was seen at center for device evaluation. However, the reported problem was not resolved. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgey to explant the pt's device was scheduled.